Event description:
It was reported in an article file tracking patients implanted between 2002 - 2005 at a hospital that one patient presented voice change during stimulation and endoscopy revealed an immobile left vocal cord independent of device stimulation. The patient did not have any dysphagia or aspiration symptoms. Rigid videostroboscopic exam without stimulation revealed that the patient had an immobile left arytenoid, reinke's edema in the left vocal cord, with good glottic closure during adduction. Good faith attempts to obtain additional information from the author, including information on whether or not this event had been reported to the manufacturer previously, have been unsuccessful to date.

Manufacturer narrative:
Ghanem, tamer and early, stephen; vagal nerve stimulator implantation: an otolaryngologist's perspective, otolaryngology-head and neck surgery; 135. 46-51. 2006.